Manufacturer narrative:
Pharmacovigilance comments: the serious event of nodule at implant site and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Serious criteria include multiple interventions required to prevent permanent damage since the mass persisted until proper treatment was provided two years after event onset. The potential root cause is the treatment procedure and product characteristics including a long treatment effect. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-jan-2021 by a 50-year-old female patient, concerning herself. Additional information was received on 13-jan-2021 by the physician. This was case 1 of 2. The patient's medical history included high blood pressure and allergy to penicillin and sulfa. The patient had previously received treatment with juvederm to lips and botox. Concomitant treatments included valsartan [valsartan] daily for high blood pressure. On an unknown date in (B)(6) 2018, the patient received treatment with sculptra aesthetic to jawline on both sides (unknown amount, lot number, injection technique and needle type). Unknown time later, on an unknown date in (B)(6) 2018, the patient initially experienced moderate swelling(implant site swelling) but after a week or two, she noticed lumps/worm-like lump/hard mass of product/nodules(implant site nodule) on her jawline. Around 3 weeks after the injection sometime in (B)(6) 2018, the patient went back to see the hcp, and the patient received second injection of sculptra aesthetic to jawline on both sides (unknown amount, lot number, injection technique and needle type). The patient reported that she eventually developed a worm-like lump, or hard mass of product on the left jawline and on the right jawline she had a big lump, the size of a pea. The patient had notified the injecting hcp who kept telling her it was not the sculptra aesthetic. So patient went to see a new hcp, who tried to dissolve the sculptra aesthetic on two occasions, both in 2019 but it had not been successful and events were ongoing. On (B)(6) 2021, treating hcp reported that when patient first came to see her it looked like there were sandcastles growing out of patient's mouth. Treating hcp injected patient with 0.5 ml mixture of 5 fu [fluorouracil], kenalog [triamcinolone acetonide] and dexamethasone [dexamethaosne] on (B)(6) 2019. Again, patient was injected with 0.4 ml of same mixture on (B)(6) 2019 and 1 ml on (B)(6) 2020, which resulted in softening of the product/nodules. Treating hcp stated that it helped a lot but there was still some product there. Treating hcp referred patient to a plastic surgeon who did not recommend to surgically remove the filler. Outcome at the time of the report: lumps/worm-like lump/hard mass of product/nodules was not recovered/not resolved. Swelling was recovered/resolved. Tracking list: v.0 initial; v.1 fu received on 02-apr-2021 from same physician. Coding of event implant site mass changed to implant site nodule. Event severity and corrective treatment details were updated.

Manufacturer narrative:
Pharmacovigilance comments: the serious event of mass at implant site and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Serious criteria include multiple interventions required to prevent permanent damage since the mass persisted until proper treatment was provided two years after event onset. The potential root cause is the treatment procedure and product characteristics including a long treatment effect. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-jan-2021 by a (B)(6) year-old female patient, concerning herself. Additional information was received on 13-jan-2021 by the physician. This was case 1 of 2. The patient's medical history included high blood pressure and allergy to penicillin and sulfa. The patient had previously received treatment with juvederm to lips and botox. Concomitant treatments included valsartan [valsartan] daily for high blood pressure. On an unknown date in (B)(6) 2018, the patient received treatment with sculptra aesthetic to jawline on both sides (unknown amount, lot number, injection technique and needle type). Unknown time later, on an unknown date in (B)(6) 2018, the patient initially experienced swelling(implant site swelling) but after a week or two, she noticed a lumps/worm-like lump/ hard mass of product(implant site mass) on her jawline. Around 3 weeks after the injection sometime in (B)(6) 2018, the patient went back to see the hcp, and the patient received second injection of sculptra aesthetic to jawline on both sides (unknown amount, lot number, injection technique and needle type). The patient reported that she eventually developed a worm-like lump, or hard mass of product on the left jawline and on the right jawline she had a big lump, the size of a pea. The patient had notified the injecting hcp who kept telling her it was not the sculptra aesthetic. So patient went to see a new hcp, who tried to dissolve the sculptra aesthetic on two occasions, both in 2019 but it had not been successful and events were ongoing. On (B)(6) 2021, treating hcp reported that when patient first came to see her it looked like there were sandcastles growing out of patient's mouth. Treating hcp injected patient with 3-4 injections of 5 fu [fluorouracil], kenalog [triamcinolone acetonide] plus steroid injections. Treating hcp stated that it helped a lot but there was still some product there. Treating hcp referred patient to a plastic surgeon who did not recommend to surgically remove the filler. Outcome at the time of the report: swelling was recovered/resolved. Lumps/worm-like lump/hard mass of product was not recovered/not resolved.